Event description:
It was reported that the right ventricular (rv) lead had oversensed t-waves resulting in multiple inappropriate shocks. The patient was later ablated for supra ventricular tachycardia (svt) which resolved the issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.